Event description:
It was reported that during defibrillation threshold (dft) testing two different right ventricular (rv) leads failed to rescue. One lead was not used and the other was implanted. Non-invasive programmed stimulation (nips) was performed successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).